Event description:
It was reported that the wake button was unresponsive. There was no reported adverse impact to the customer's blood glucose. Customer declined troubleshooting. No additional information was able to be obtained.